Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose at the time of admission was 425 mg/dl. The customer expresed feeling really sick and previous blood glucose of 600 mg/dl the day before as events leading up to the hospitalization. The customer also mentioned being fatigued and weak. The customer stated that he had reverted back to manual injections a few days prior to the emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.